Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the operation, the instrument broke. There was no impact on the procedure and the operation was finished successfully. The broken part was thrown away. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hsw. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
The additional evaluation states that the drill bit was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The cross section of the broken surface shows no irregularities. No product fault could be detected.